Event description:
It was reported that the iLet pump¿s screen bezel separated and the device split in half, after which the user briefly reassembled it but the display failed again and the pump became nonfunctional; the user reverted to subcutaneous insulin via pen and experienced persistent high glucose readings, with the medical device problem characterized as a bonding failure involving the display component. Symptoms included hyperglycemia. Outcomes included unexpected medication intervention and a serious illness impairment designation. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a loss or failure to bond at the display, aligning with the reported screen separation and device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. The device will be returned.

Manufacturer narrative:
Initial.